Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 476 mg/dl while wearing the pod between 4 and 24 hours. Upon realization of high bgs, the pod was removed from the infusion site (leg), and it was observed that the pod's cannula was dislodged. As treatment, a new pod was applied. The pod has been discarded.